Event description:
The patient reported via the manufacturer representative that the patient had pain at the implantable neurostimulator (ins) site after losing 35 pounds. The ins was explanted. The patient outcome was alive with no injury. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.